Event description:
This lead was implanted on (B)(6) 2014 and was capped on (B)(6) 2016 because it was broken. The physician was dr. (B)(6) at hospital (B)(6) in (B)(6) , canada. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).